Event description:
On (B)(6) 2023 it was reported that this patient was diagnosed with peritonitis twice. During attempts to obtain additional information from the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported that the patient had been transitioned to in-center hemodialysis (hd). All additional attempts to obtain information were unsuccessful.